Event description:
The hcp reported the patient had a concentration change done in 2006, from 500mcg/ml to 2000mcg/ml at 125mcg/day. A bridge bolus was not programmed. Three days later, the patient was seen at the clinic after experiencing withdrawal symptoms. The daily dose was increased from 125mcg/day to 145mcg/day as well as supplementing with oral baclofen. The patient was also diagnosed with a urinary tract infection and was treated for that. The hcp reports the patient is stable now. The patient remains on the oral baclofen for now. A follow up report will be sent if additional infomation is received.